Event description:
It was reported that the patient had their implantable neurostimulator (ins) system removed one and a half months post implant due to an infection. The patient had reported to their physician symptoms of pain in the legs and soreness around the pocket site. Then in the last week of (B)(6) 2011, the patient reported to their physician that they were in a wheelchair and could not walk. The physician was referring the patient to additional doctors for further evaluations and opinions. Follow-up information received noted that the patient was in a car accident about one month prior to implant and did not have an MRI or cat scan. The patient's physician did not believe the issues the patient was experiencing was related to the ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot#v842735 implanted: (B)(6) 2011 explanted: (B)(6) 2011; programmer model 3037 serial #(B)(4).